Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and dislodgement resulting in a slow heart rate and syncope. This lead was subsequently explanted and retained by the hospital. No additional adverse patient effects were reported.